Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 700cc gel breast prostheses on (B)(6) 2024. During explant surgery, it was observed that the removed left breast prosthesis was ruptured.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-jul-2024, mentor received additional information about the event: MRI results performed on (B)(6) 2024 indicated bilateral rupture of the patient¿s breast prostheses. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-08846 for the report for the patient¿s right breast prosthesis. The patient¿s explanted breast prostheses were discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).